Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received via an article, indicating that the patient experienced an increase in seizures. The article is titled vns lead removal or replacement surgical technique, institutional experience and literature overview published on (B)(6) 2015.

Event description:
An implant card was received which indicated that the patient underwent generator and lead replacement due to lead discontinuity (damaged). It was reported that the indication was that the "system was malfunctioning probably due to lead damage". It was reported that this was "unconfirmed during surgery" and that the surgeon "just changed everything including the lead". Attempts to obtain additional information have been unsuccessful to date.